Event description:
It was reported that the bd protector p20-o multipack leaked. The following information was provided by the initial reporter: material # 515065; batch # 2511405. Verbatim: the p-20 protector leaked into the expansion chamber without ever being accessed. It was also reported that the vial was leaking in some capacity as the techs had yellow chemo on their gloves but I wasn't able to see any chemo externally. Just into the expansion chamber. We did have a 3rd party pharmacy technician educating and she also confirmed the vial was leaking chemo but couldn't tell where from. Hcp chemo exposure, delay in patient getting their dose. Bd rep response on 08-may-2026 it was assembled manually, the vial had not yet been accessed at all, methotrexate.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.